Event description:
The customer returned the colonovideoscope to the service center for evaluation of a separate issue. During device analysis, the service repair technician found foreign objects in the air water cylinder and air water tube. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a cause for the investigation findings could not be established. The event can be prevented by following the instructions for use which state that products containing silicone, such as simethicone, defoaming agents, and lubricants, are not recommended for use because they may leave deposits of foreign material within the channels even when reprocessing is performed in accordance with the instructions for use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.